Event description:
It has been reported to philips that the azurion 7 m20 r2 table moved by itself while the patient was on the table. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that potentiometer was failing. The potentiometer has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. As per information provided, the customer was performing a planned vascular procedure. The issue happened at the beginning of the procedure and the procedure was completed as planned with the issue. A philips service engineer inspected the system onsite and confirmed the reported issue. Analysis of the system log files revealed that the table had positioning errors during longitudinal movements. Prior to this incident, the geometry log shows a collision between the table and the stand. After a restart, the table remained floating. The most probable cause of the reported problem is a damaged longitudinal potentiometer. After the longitudinal potentiometer was replaced, the system was returned to use in good working order. Codes were updated based on the investigation outcome.